Manufacturer narrative:
Additional information: d5, f10/h6: component codes, h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in november 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused tpn (total parenteral nutrition) during infusion. It was observed that 200ml remained in the bag. It was also observed that more than ¾ of the infusion remained to give 500ml/bag to run over 1 hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.